Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported following an unrelated surgery, where the ipg was not placed in surgery mode, the ipg was unable to connect. Trouble shooting was unable to resolve the issue and ipg was deemed inoperable. Next course of action is undetermined at this time since patient is having other health issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.